Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy bag and abdominal pain. The cause of peritonitis was not reported. The patient went to the emergency department, and was not hospitalized. The patient was treated on an outpatient basis with unspecified antibiotics (intraperitoneal, doses, frequencies and duration were not reported) for peritonitis. The patient was reported to be "well" and their pd effluent was clear. Action taken with pd therapy was not reported. No additional information is available.